Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were feeling a burning sensation in their bicycle seat area and they had a bruise where the implant was implanted and were having horrible back pain. The patient said the back pain was in their lower front back and lower back part. The patient said that they took ibuprofen for the pain. The patient said they traveled from florida to california on 2026-may-06 and were sitting for a long time and when they arrived, they started to feel the burning sensation in their bicycle seat area and were having back pain. The patient they would like to know if their stimulator was working. The patient confirmed no return of symptoms. The agent then walked the caller through connecting to the ins, but they saw a message "communication error ¿ unable to communicate with the device. Communication lost. Ensure the external device is within range and the batteries are in place." The patient said today was the first day they saw the message. The agent reviewed the batteries may be depleted and redirected the patient to their healthcare provider (hcp). The agent sent physician listings since the patient said they were not in florida, and their hcp was in florida. The agent was unable to ask the name of their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.